Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed on (B)(6) 2023 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying a connection when plugged into the outlet. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was not displaying a connection when plugged into the outlet. The customer contacted philips and requested the part numbers for a replacement power supply and battery. During follow up with the customer, it was reported that the power supply had malfunctioned. The investigation is ongoing.